Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the cartridge was cracked. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer performed a cartridge change to resolve the issue.